Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump battery was depleting quickly. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer blood glucose (bg) level was "high" on cgm with moderate ketones which were considered life threating by health care provider. Elevated bg was addressed with a manual injection.